Manufacturer narrative:
Information regarding the patient's other ins (sn: (B)(4)) was reported in MDR#231682654. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with two neurostimulators (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a CT scan that was related to the interstim device. The patient took a fall down the stairs. The patient reported that due to the fall, the ins flipped sideways and was stuck in that position for a while. The patient stated that during the CT scan, it showed that nothing happened to the ins or leads, no damage was done, and that the ins had gone back to its original position. The patient noted that her healthcare provider (hcp) did a reading on the ins and it showed that she still had a couple years left of life in it. No symptoms were reported. No further complications were anticipated/reported.